Manufacturer narrative:
A ge oec service representative investigated the issue and found the single board computer (sbc) needed to be replaced. The sbc and associated components were replaced per procedure. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system displayed communication failure errors.